Event description:
Clinic notes dated (B)(6) 2013 indicated that this vns patient usually had one to three seizures every other day, but in the last two months, the patient noticed an increase in seizures activity and even more during the night time. The patient had a history of multiple episodes of status epilepticus, the last of which was in (B)(6) 2010. In (B)(6) 2012, the patient's seizure baseline was five per week. Follow-up showed that the patient's pre-vns history included episode of status epilepticus and this was just part of the patient's seizures pattern. The relation of the increase in seizures to the pre-vns baseline was unknown, and no additional information was available. The patient was referred for generator revision. Surgery is likely but has not taken place.

Event description:
An implant card received on (B)(4) 2013 indicated that this vns patient underwent generator revision on (B)(6) 2013. The explanting facility does not return product.